Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb and gib boards, and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system is displaying a save error and will not boot up. No pt injury was reported.